Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a multiple cartridge alarms (alarm 29) were received while attempting to load multiple cartridges. Blood glucose was not impacted. Customer reverted to using another pump for insulin therapy.